Event description:
National complaint coordinator (ncc) reports one incident of blood leak at the arterial header with the psn 150 dialyzer. Blood leak occurred at the start of treatment and was noted by the blood leak alarm. Blood leak was confirmed visually at the arterial header. No further info regarding this incident was provided by ncc.